Event description:
Colonoscopy performed with difficulty. Imediately following, patient complained of severe pain, developed acute abdomen and pneumo-peritoneum. Exploratory laparotomy done - ruptured sigmoid colon found. Resection of left colon and sigmoid with primary anastomosis pewrofrmed. Patient also developed peritonitis - treated with IV antibiotics x 7 days. Carcinoma of the proximal left descending colon diagnosed. It is through that the patient's medical condition may have contributed to the eventdevice not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: other. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: none or unknown. The device was not destroyed/disposed of.